Event description:
It was reported that this pacemaker was found to be operating in safety mode. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.